Event description:
Pt underwent right breast reconstruction 4 yrs ago (1993) utilizing a textured saline implant, mentor, round, 475cc. A few weeks previous to june 19, 1997, the pt noticed spontaneous deflation of the implant. Outpatient eval found a late saline leak. The pt underwent surgery for implant replacement on 06/19/1997.